Event description:
X-ray tech-multi-specialty from the radiology department was checking the c-arm connection in back of c-arm monitor. When they touched adjustment knob, a shock went into right hand, through chest and out the left hand.